Manufacturer narrative:
The reliability analysis evaluated 1 opened or used reservoirs orings or stopper groove were inspected for anomalies. There were none found. Ran basal, bolus leaking test per dop 114 811 as follows reservoirs filled with diluent, and connected to a new infusion set. The reservoirs and connector were installed into a 5xx pump. It was concluded that the reservoirs do not leak.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported that insulin from the reservoir leaked into the reservoir compartment and while changing the infusion set. The blood glucose reading was 198mg/dl. No further information was provided.